Event description:
It was reported that the right atrial (ra) lead exhibited high impedance during testing and isometric measurements and noise was seen on the atrial electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.